Manufacturer narrative:
Approximate age of device - 9 months. The replaced portion of the percutaneous lead (driveline) was returned for evaluation and the events could not be conclusively confirmed through the evaluation. Approximately 18.5¿ of the external portion/distal end of the driveline was returned. Extra 2¿ portions of each wire were also returned. The silicon sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to clinic with complaints of lvad alarms while connected to the mobile power unit on both saturday and sunday. The patient transitioned to batteries and the alarms resolved. The patient was asymptomatic. Upon arrival in clinic, the lvad system was connected to the power module and the system reflected a pump stoppage event. The system was immediately transitioned to batteries with resolution of alarm. The system was then connected to a non-grounded cable without issue. X-rays of the percutaneous lead (driveline) was scheduled. On (B)(6), the technical service representatives for a percutaneous lead (driveline) evaluation and replacement. A percutaneous lead (driveline) replacement was performed and passed all testing. Post repair the lvad system was tethered to a grounded power module patient cable and the lvad system produced a red heart alarm, pump stoppage immediately while connecting the system controller white power lead to the grounded power module patient cable. The lvad system was returned to battery power without issue. Internal wire damage is suspected. An ungrounded power module patient cable was requested for patient use. No additional information was provided.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) that was removed during the repair was returned for evaluation. Approximately 18.5¿ of the external portion/distal end of the driveline was returned and extra 2¿ portions of each wire were also returned. The silicon sleeve was removed, and examination of the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.